Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
1/4 of tampon in vagina, feels almost like a piece of plastic [foreign body in reproductive tract]. Spotting- vagina [vaginal haemorrhage]. Cramping- menstrual [dysmenorrhoea]. Tampons fall apart [device breakage]. Case description: consumer reported via e-mail that tampon fell apart inside her. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
1/4 of tampon in vagina, feels almost like a piece of plastic [foreign body in reproductive tract] spotting- vagina [vaginal haemorrhage] cramping- menstrual [dysmenorrhoea] tampons fall apart [device breakage] case narrative: consumer reported via e-mail that tampon fell apart inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Quarter of tampon in vagina, feels almost like a piece of plastic [foreign body in reproductive tract]. Spotting- vagina [vaginal haemorrhage] . Cramping- menstrual [dysmenorrhoea] . Tampons fall apart [device breakage] . Case narrative: consumer reported via e-mail that tampon fell apart inside her. No serious injury reported.